Manufacturer narrative:
The excelsior sl-10 micro catheter has a labeled ID (inner diameter) of 0.0165¿, as per an online source. Per the axium prime coil IFU (instructions for use): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands¿ therefore, the excelsior sl-10 micro catheter was found to be compatible for use with the axium prime coil. The actuator interface and positive load indicator were found to be broken and missing from the proximal end of the pusher. The implant coil was already detached with the shield coil was present and bent. The intact coin was found pulled back and away from lumen stop and was not in skive area. Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.083mm @ 0.063mm; measured 0.089mm @ 0.127mm; measured 0.090mm @ 0.275mm. The lumen stop inner diameter (ID) was measured to be 0.00287¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00459¿and found to be within specification (0.00455"+/- 0.00010"). The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be dam aged (ovalized). All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed, the customer report of ¿premature detach¿ could not be confirmed. The pusher was returned with the implant coil already detached which is indicative of premature detachment, however, it is not possible to confirm that the implant coil could not detach prior to this. Based on the returned device, there was no evidence that a manual detachment was attempted as the break indicator was intact. However, there was evidence of mechanical detachment attempts as the actuator interface and positive load indicator was found broken and missing from pusher. The retainer ring and lumen stop were found damaged (ovalized). It is possible the damage to the retainer ring contributed towards the premature detachment. It is likely the damage occurred during the customer reported manipulation that caused the coil to eventually detached. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the pre-mature detachment. Since the implant coil, detached element, instant detacher and microcatheter were not returned, any contribution of the implant coil, detached element, instant detacher or microcatheter to the issue could not be determined. In addition, the axium prime coil could not be used for testing with an in-house microcatheter due to its damaged condition. All other subassemblies appeared to be normal and no other anomalies were observed so the customer¿s report of ¿coil resistance/ stuck in catheter¿ could not be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium prime coil prior to use, damage/kink to pushwire and lack of continuous flush during delivery. The axium prime implant coil was found detached from pusher. It is likely that the damage to the axium prime implant coil and pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. The vessel tortuosity was moderate. Other possible causes for coil/pushwire damage are: lack of hydration before procedure, user does not maintain continuous flush. It was reported all devices were prepared as per the instructions for use (IFU). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the coil was never implanted; it detached within the microcatheter due to friction during delivery and was removed. There were no attempts made to detach the coil prior to the detachment in the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a framing coil experienced resistance during delivery, the pushwire was damaged, and the coil released in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left anterior cerebral artery with a max diameter of 5mm and a 2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that when advancing the coil through the excelsior catheter, a lot of friction was experienced. It was noted the pushwire proximal segment was damaged, and a continuous flush had been administered. Due to the friction, the coil released inside of the microcatheter. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include an excelsior 10 microcatheter.